Manufacturer narrative:
Lot number was updated to s16b22028. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number reported as either 16e276g30 or si6b220282021-02. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during priming. The patient is positive that the leak came from the cassette. The patient said that there was no visual disturbance to patient line which was set up as always with cap still in place on line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.